Manufacturer narrative:
On 11/08/19, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided rupture. Concomitant products: 450cc mentor memorygel breast implant (catalog #: 3504501bc, serial #: (B)(4)) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implants (catalog #:3503251bc, serial # for left: (B)(4), serial # for right: (B)(4)) on (B)(6) 2019.